Event description:
It was reported that a patient experienced cloudy pd effluent coincident with peritoneal dialysis (pd) therapy. The cause of the cloudy effluent was not reported. During day one of in home training on automated peritoneal dialysis (apd) therapy, the clinical practice educator (cpe) noted the patient¿s apd effluent looked milky in color during drain 1 of 2 of apd therapy. It was noted that the patient¿s apd effluent appeared to be clear in drain 2 of 2 of the same apd therapy session. The patient had no other symptoms. The cpe reported the event to medical staff and was advised to continue with the home training. The patient would dialyze overnight and the state of the patient¿s pd effluent would be reassessed in the morning. The outcome of the event was not reported. It was not reported if the patient was diagnosed with peritonitis, if the patient was hospitalized, or whether the patient received treatment for event. At the time of this report, physioneal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).